Event description:
The site reported that during a superdimension case, the system was flickering and a "pst out of range" message was received. A specimen was collected via biopsy however its value was unable to be assessed due to this issue. The procedure was aborted. The patient was under general anesthesia for this procedure and per report did not experience any complications. At time of initial complaint reporting it was not reported that the case was cancelled. Superdimension became aware via a medwatch form received on 20th 2015 that the procedure was cancelled. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
A system evaluation was performed on-site by a superdimension field service engineer (fse). The fse was able to replicate the issue and confirmed that the device did not meet accuracy specification. System cables were replaced and the system was retested and demonstrated that accuracy and functional testing were within specification. The most recent system evaluation prior to this event was performed by superdimension on-site on (B)(4) 2014 and demonstrated that accuracy and functional testing of the system were within specification. The returned cables were evaluated by superdimension. The location board and location board cable both passed all functional testing. Evaluation of the patient sensor triplet (pst) cable demonstrated an open circuit resulting in one of the sensors not being detected. The root cause of this event was determined to be an open circuit in the pst sensor cable. The cause of the open circuit is unknown but damage to the cable is a possible cause. A component of the superdimension system, case recordings, was returned and evaluated. Although the recordings show the occurrence of the event they did not contain enough information to determine a specific cause of the event related to software. There were no anomalies identified during the internal review of the DHR of the system console. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If additional information pertinent to the incident is obtained a follow-up report will be submitted.